Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phz883 batch number, and no non-conformances were identified. It was received for analysis a dispensed needle-suture of product code sxpp1a301, lot phz883. During the visual inspection of the needle-suture, the swage and attachment area were noted to be as expected. However, marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined along of the strand body fluids and damaged barbs were found. Also, a side of the fixation tab were broken. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause suggests an improper handling.

Event description:
It was reported that the patient underwent an unknown ob-gyn surgery on (B)(6) 2020 and barbed suture was used. The fixation tab was found broken. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(6) date sent to the FDA: 7/16/2020 additional information: h6 corrected h6 investigation summary: it was reported performance fixation feature breakage intra-op. It was received for analysis a dispensed needle-suture of product code sxpp1a301, lot phz883. During the visual inspection of the needle-suture, the swage and attachment area were noted to be as expected. However, marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined along of the strand body fluids and damaged barbs were found and a side of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device phz883 batch number, and no non-conformances were identified.